Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device does not clamp around shaft 7.3mm (will not hold gauge properly). Therefore, the reported condition was confirmed. It was further determined that the chuck was damaged and the o-rings and bearings were worn (rough rotation). The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the large chuck with key device did not clamp around shaft 7.3mm (will not hold gauge properly). The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.